Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with the pusher assembly and had offset coil winds on its proximal end. Conclusions: evaluation of the returned smart coil revealed offset coil winds near the proximal end of its embolization coil. If the smart coil introducer sheath is not properly aligned inside the hub of the non-penumbra microcatheter prior to advancement, resistance may be encountered and damage such as offset coil winds may occur. During functional testing, while attempting to advance the smart coil through its introducer sheath, resistance was encountered due to the offset coil winds and the embolization coil was unable to be advanced through the introducer sheath. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra smart coils (smart coils) and non-penumbra microcatheter. During the procedure, the physician inserted a smart coil into the microcatheter; however, the smart coil was stuck and would not advance at all within its introducer sheath and, therefore, it was removed. The procedure was completed using a new smart coil and additional penumbra coils. There was no report of an adverse effect to the patient.